Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank system controller display was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file contained data spanning approximately 8 days (06apr2025 to 14apr2025 per the timestamps). There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. The root cause for the reported event was unable to conclusively determined through analysis. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. Heartmate 3 instructions for use section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains the system controller user, including all sounds, lights, symbols, and on-screen messages. These sections also explain how to perform a system controller self test to verify function of the user interface and informs the user that the self test should be performed at least once a day. Additionally, this section outlines how properly exchange the system controller and how to properly maintain all components. It states, ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ the heartmate 3 patient handbook\ section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the heartmate 3 system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 left ventricular assist device. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a "blank" system controller display screen. The screen was completely white, and the center was unable to scroll through ventricular assist device (vad) parameters. Log file review revealed only routine events, with no notable alarm conditions or parameter changes. A self-test failed to resolve the issue. The cause of the white system controller screen was not identified. The system controller was replaced, resulting in a temporary pump stop during the system controller exchange, and the issue resolved after the exchange. The patient was noted to have stable ventricular assist device parameters post system controller exchange.